Event description:
The patient reported her body swells whenever she places a pod. The patient's health care provider (hcp) believed the reaction was to insulin, not the pod. The patient sought medical attention on (B)(6) 2025 and was hospitalized for three days due to body swelling and a possible blood infection. She received intravenous (IV) fluids and antibiotics. The patient was using u-200 insulin which is considered off-label use. The patient is currently off the product due to swelling, and her hcp is considering u-100 insulin coverage.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's blood infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.